Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to low blood glucose levels. The customer's blood glucose at the time of admission was 20 mg/dl. Prior to the hospitalization, the customer was experiencing convulsions. The customer's wife subsequently called the paramedics. It was stated that the customer had received 20 units of insulin within one hour, causing the low blood glucose. Troubleshooting was declined. Nothing further reported.